Manufacturer narrative:
Concomitant medical products: product ID: 37602, serial#: (B)(4), implanted: (B)(6) 2015, product type: implantable neurostimulator . A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient who was implanted with neurostimulators for parkinson dual and movement disorders. It was reported that patient experienced sudden, full body tingling and heating at the pocket site.

Event description:
Additional information received from a health care provider (hcp) reported the patient had reported they felt warmth at the battery site with some body tingling. The hcp the patient to come into the clinic, but the patient had later reported that the situation had resolved. The cause of the issues had not been determined, but the issues were resolved.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.